Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two ojr414 optiflow junior 2 nasal cannulas broke while on the same patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photograph revealed that one of the tubes was detached from the swivel grip and cannula. Conclusion: we are unable to determine the cause of the reported event, however it is possible that this was caused by the tubing being pulled. All optiflow junior interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject ojr414 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that two ojr414 optiflow junior 2 nasal cannulas broke while on the same patient. There were no reported patient consequences.